Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. On the eighth day of support, it was reported that the side arm of the pump was leaking. The medical team reported that it was leaking intermittently, and that the purge flow and purge pressure were in expected ranges. There were no issues observed with the luer connections or the purge cassette. No patient harm was reported. It was noted that the pump was explanted 11 days later, however patient outcome is unknown.

Manufacturer narrative:
A2, a4, a5, a6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. No issues with luer connections or purge cassette. Data log review showed no significant changes in purge pressure/purge flow during the case. The cause of the purge leak was not determined since product was not returned. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
Additional information was provided. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
B5 additional information was added for patient outcome. D6b explant date was revised due to new information received.

Manufacturer narrative:
H6 b5 additional information was added for received data logs.